Event description:
During the knee arthroscopy case, the middle portion of the grasper's upper tip broke off in the pt's joint. The broken upper tip was visible and retrieved immediately by the surgeon. The grasper and broken pieces were put in a biohazard bag and sent to the MFR for evaluation.